Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens, -4.0/+1.5/109 (sphere/cylinder/axis) tore during injection into the left (os) eye. There was patient contact with the lens but no patient injury. This occurred on (B)(6) 2020. The cause of the event is reported as unknown. No replacement lens has yet been implanted as they are waiting for an alternate lens to be made available.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).